Event description:
The customer reported that the insulin pump kept alarming motor error after having an MRI and while wearing the insulin pump. The blood glucose reading was 96mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device had cracked reservoir tube lip, cracked case near the reservoir window, and cracked case near the display window corners.